Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x28mm stent 12 mm dw tip (enc452812, 6920544) arrived at the target position and the physician tried to release it, but the stent could not be opened. The doctor changed to a new 4mmx30mm enterprise 2 intracranial neurovascular stent (encr403012, 6610181) but the same issue occurred. The third stent was switched to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Two videos were attached to the complaint file in which it can be noted the EU 4.5x28mm stent 12 mm dw tip stent when passing through the distal tip of the microcatheter; in the first video, the stent was not completely detached from the unit; in the second video, it can be appreciated that the stent was detached from the unit and the proximal end of the stent seems to be not as opened as the distal end. The marker bands are not seen flared. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint was confirmed. This investigation was performed based only on the videos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00575. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received confirmed that the stents deployed but failed to expand. It is unknown the cause of the alleged product malfunctions. There was no severe vascular tortuosity at the target site. The system was used with the recommended microcatheter. The device nor the concomitant devices appear damaged. There was no resistance felt at any point of the procedure. It is unknown if it was necessary to remove the microcatheter. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # : (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization, a 4.5x28mm enterprise intracranial neurovascular stent 12 mm de tip (enc452812, 6920544) arrived at the target position and the physician tried to release it, but the stent could not be opened. The doctor changed to a new 4mmx30mm enterprise 2 intracranial neurovascular stent (encr403012, 6610181) but the same issue occurred. The third stent was switched to complete the surgery. There was no patient injury reported. Additional information received confirmed that the stents deployed but failed to expand. It is unknown the cause of the alleged product malfunctions. There was no severe vascular tortuosity at the target site. The systems were used with the recommended microcatheter. The device nor the concomitant devices appear damaged. There was no resistance felt at any point of the procedure. It is unknown if it was necessary to remove the microcatheter. Two videos were attached to the complaint file in which it can be noted the EU 4.5x28mm stent 12 mm dw tip stent when passing through the distal tip of the microcatheter; in the first video, the stent was not completely detached from the unit; in the second video, it can be appreciated that the stent was detached from the unit and the proximal end of the stent seems to be not as opened as the distal end. The marker bands are not seen flared. The device was returned to cerenovus for further evaluation. A non-sterile codman enterprise® vascular reconstruction device 4.5mm x 28mm was contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. The device was inspected under microscopic magnification, and the stent was found to remain inside the introducer and still attached to the delivery wire. Some residues of saline solution and biological material can be appreciated inside the introducer. The device was flushed with a lab sample syringe, then the delivery system was moved forward, and it advanced through a lab sample microcatheter; the stent could advance until it came out from the distal tip of the microcatheter without noticeable resistance. Once the stent was outside of the microcatheter, it was found bent and with a strut broken off on the distal area. The damaged distal end was observed narrowed and unable to fully expand. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Customer complaint regarding the stent not being able to open was confirmed since the stent was confirmed not to fully expand during the analysis. The bents and the broken struts found during the inspection of the stent component were not originally reported in the complaint; however, it could be reasonably suggested that such damages contributed to the issue encountered during the procedure. It is also possible that the stent became inadvertently damaged during the advancement through the microcatheter. With the limited information available, the root cause remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A device history record (DHR) of the lot number 6920544 was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.